Manufacturer narrative:
This report is for an unknown peek psi implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: f. Jalbert et, al (2014), one-step primary reconstruction for complex craniofacial resection with peek custom-made implants, journal of cranio-maxillo-facial surgery vol. 42(2), pages 141-148 (france). The purpose of the study is to apply a simple and reliable protocol to perform optimal primary reconstruction with peek (polyetheretherketone) specific implant at the same time of the resection. Between may 2009 to july 2018, a total of 5 patients (1 male and 4 females) were included in the study. These patients had primary reconstruction for front-orbital lesions were completed in the same one-step procedure with custom made implants and used the synthes patient specific implant (psi) manufacturing process using with peek, a light semi-crystalline thermoplastic biocompatible material. The mean duration of follow-up was 65.6 months. The following complications were reported as follows: a 69-year-old patient had diplopia that had not completely resolved. At 6 months, the patient was still under orthoptic rehabilitation, but important improvement was achieved at 1 year without surgery. A 46-year-old patient had temporary ptosis and hyperarsthesia of the scalp. A 42-year-old patient had a temporary oedema and a minor superior palpebral ptosis and diplopia progressively disappeared in few months with reeducation. A 61-year-old woman. Follow-up CT-scan 4 days post-operatively showed a residual oedema. This is report 3 of 3 for (B)(4). This report is for a synthes patient specific implant (psi) manufacturing process using with peek.